Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012: product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative. It was reported that the pump was replaced due to normal longevity. No further complications were reported.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8709sc, lot#/serial#: (B)(4), implanted: (B)(6) 2012, product type: catheter, ubd: 30-aug-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient receiving 500 mcg/ml of fentanyl at 125 mcg/day via an implantable pump for non-malignant pain. It was reported the patient's pump was being replaced on (B)(6) 2019 and the pump segment of the catheter broke. The doctor was unraveling the catheter and a piece of the pump segment broke off. There were no environmental/external/patient factors provided which may have led to the event. The pump segment was replaced and aspiration was successful. The issue was resolved as of (B)(6) 2019. The patient's status was provided as alive - no injury. No further complications were reported or anticipated.